Event description:
Add'l info rec'd from MFR 3-21-2003: the customer reported that while they were moving the monitor from the front of the magnet to the back of the magnet, the monitor was attracted to the magnet and forcibly stuck it. No pt was involved. The unit was returned to datascope and was repaired. The nibp module and the memory battery were replaced. The unit was tested to factory specifications and returned to the customer. Datascope does not attribute the events described in the medical device report to the mr monitor. A company rep visited the site and the determined that the customer brought the monitor too close to the magnet. The mr operating instructions (page vii) instruct the user that the mr monitor must be installed in the area around the magnet where the leakage magnetic field is less than or equal to 40 mt (400 g). As a result of apparent user error, datascope corp conducted a follow-up in-service training with the customer. The device has been returned to the hospital. The mr monitor is marketed under the maglife c(k972535), a multiparameter pt monitor which is indicated for monitoring in the immediate vicinity of a magnetic resonance imager for the surveillance of pts undergoing MRI examinations.

Event description:
An MRI technologist was pushing the data-scope monitor behind the MRI 1.5t unit and as he passed the magnet opening (approx. 1 foot away from the bore), the magnet pulled the monitor into the bore where it became lodged. The monitor was sold to the hosp as an MRI safe unit and the hosp was not aware that it contained ferrous material. Following the incident, datascope stated that a power supply device in the monitor was ferrous. The blood pressure monitoring capability of this monitor was damaged and the monitor is being returned to datascope for repair.